Event description:
Reporter indicated that vns pt was diagnosed with aspiration pneumonia. The pt was prescribed tylenol with codeine for pain following vns implant surgery and appeared to be stable upon discharge from hosp following vns implant. After being discharged to home care unit, the pt had some vomiting and appeared to be very lethargic. The pt was taken to the emergency room where a diagnosis of aspiration pneumonia was made. The pt was subsequently hospitalized for three days and had an uneventful recovery. The pt reportedly has much better management of their seizures with the vns therapy and is showing an appropriate response with alertness, improved tolerance for activity and significant reductiion in seizures. Treating neurologist indicated that the hospitalization was indeed a result of a consequence of the placement of the vagal nerve stimulator; however, the procedure itself was uncomplicated. The pt was given some codeine medication which produced a significant constipation. There was decreased stomach emptying and when attempts were made to feed, pt then subsequently vomited and aspirated. Treating neurologist indicated that this was an acceptable side effect of the use of pain medicines and was not a consequence of the device itself, nor the surgical technique. Treating neurologist indicated that this was an acceptable risk given the setting of anesthesia and medication use, and had an uneventful outcome. Treating neurologist is reviewing this pt's case is some detail concerning use of pain agents following the procedure, as well as perhaps wanting to monitor these types of pts for a longer period of time before being discharged from the hosp and before being given regular feedings. The pt's device was programmed to on 01/13/03 and the pt is reportedly doing well following parameter increases on 1/27/03, 2/10/03, 2/14/03, 3/10/03 and 03/24/03. The pt's pneumonia, vomiting and pain have resolved.